Manufacturer narrative:
Product analysis: the functional test results showed no abnormality. After that, when rate was confirmed by manual operation, rate deviation occurred by connecting heart wire directly although it happened only once. The battery voltage was 9.5v and the brand of the battery was (B)(4). The battery junction point was not dirty. A change in rate was not observed when vibration was applied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the external pulse generator (epg) was connected to a patient, it was noted that the device was pacing at 100 ppm (pulses per minute) when the device was programmed to pace at 80 ppm. The epg was replaced with another device. The epg is expected to be returned for servicing. No patient complications have been reported as a result of this event.